Event description:
The device evaluation identified a reportable malfunction, under-delivery, unrelated to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed an under-delivery. Visual damage was identified on the motor pole pieces, and they were misaligned. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.